Event description:
A report has been received that the concentrator will not stay on more than 30 minutes. There is no report of ill effect.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model xpo1008-5pkit, date code (B)(4) and the device is approximately 5 months old. The owner's manual part number 1148112 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare.